Manufacturer narrative:
Database recreated; intermittent issue persists, parts replacement suggested. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that ippc hard drives failed, causing intermittent issues during imaging on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.